Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The issue was not reproduced. It was likely that the communication failure occurred because the cable was not an olympus product, and the image was temporarily not displayed. The instruction for use (IFU) states the following guidelines: do not repair or modify it by anyone other than those approved by olympus. It may result in injury to the patient or the operator or damage to the equipment.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was not confirmed. The picture was displayed. The coupler was bent and was coming out of the socket which caused an off-centered image. The cable was a non-olympus part. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use for a procedure, the high-definition autoclavable camera head presented no picture at all. No patient harm reported.